Event description:
The initial reporter alleged discrepant hiv results using the kit cobas 6800/8800 mpx 480t ce-ivd assay on the cobas 6800 instrument. The complaint involves two samples. The first sample, tested on (B)(6) 2024, returned a non-reactive result for hiv-1 on the cobas mpx assay. Subsequent testing of the same sample using the cobas hiv-1 duo assay yielded reactive results with an initial cut-off index (coi) of 586 and a repeat coi of 709. Additionally, an hiv strip test performed on the same sample was reactive. The second sample, tested on (B)(6) 2024, also returned a non-reactive result for hiv-1 on the cobas mpx assay. Repeat testing of this sample using the cobas hiv-1 duo assay yielded reactive results with an initial coi of 18.40 and a repeat coi of 21.60. The customer expressed concern about the potential for false non-reactive results on the cobas mpx assay for hiv-1.

Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that there was no indication of a product-related issue with the cobas mpx assay (lot k10507) or the cobas 6800 analyzer. Data analysis of sample ID (B)(6) revealed no anomalies in the pcr raw data, algorithm performance, or amplification curves. The internal control and target amplification curves for the positive and negative controls were robust, indicating proper functioning of the pcr and sample preparation processes. Additionally, no hardware issues were identified. The most plausible explanation for the non-reactive nat results is that the viral load of the samples may have been below the limit of detection (lod) of the cobas mpx assay, potentially due to the donor's enrollment in an hiv treatment program. This aligns with the known possibility of low or undetectable viral loads in individuals undergoing antiviral treatment. The customer later confirmed that no further questions remained, and no allegations of harm were reported in this case.